Manufacturer narrative:
(B)(4). D10 - medical product: stemmed tibial component catalog # 00598004701 lot # j7532766. Cruciate retaining (cr) femoral component catalog # 00596601502 lot # 66390236. G2: russia. H3: product has not been returned to zimmer biomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the surgery the liner does not snap into the tibial component. Another device was used to complete the surgery. Attempts to obtain additional information have been made; however, no more is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h11 reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.